Manufacturer narrative:
This report is filed, may 10, 2016. The implanted device remains.

Event description:
Per the clinic, the patient was administered general anesthesia in 2005 (exact date not reported) to facilitate an abutment removal. The implanted device remains.